Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the humidifier dries out during the night and the patient wakes up with a dry and sore throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. The device was not in patient use. Upon evaluation, there were no device problems found and no evidence of foam degradation was observed. The customers complaint could not be confirmed. In addition, the unit was scrapped.